Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the ipg was explanted due to an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information.

Manufacturer narrative:
A patient¿s ipg was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.